Event description:
It was reported that, during a tka procedure, the center of a journey dcf ap fem cut blk 3 came off during removal, instruments were inside the patient. There was no delay reported and procedure was completed with the same device.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned cutting block confirms the spiked cross bar and cross bar screw came apart from the device. Only the spiked cross bar was returned with the device. There are several burrs and gouges in the metal as well. This device shows signs of significant wear/usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.